Event description:
It was reported that during the procedure in the left anterior descending artery, pre-dilatation was performed. A 2.5x23 rx xience xpedition stent was deployed in the mid segment of the vessel and a 3.5x18 rx xience xpedition stent was deployed overlapping at the proximal segment of the vessel. An attempt was made to advance a 2.5x15 rx xience xpedition stent delivery system (sds) through the two previously implanted stents; however, the sds could not cross through the overlapping segment of the stents. An attempt was made to withdraw the sds but the sds could not be retracted into the 6f guiding catheter. The sds and the guide catheter were withdrawn as a single unit; however, after the single unit had entered into the right femoral sheath, it could not be withdrawn. A new access site puncture was made in the left femoral artery and the single unit was retrieved using a snare device. The 3.5x18 xience xpedition stent was pulled from the vessel and was attached to the 2.5x15 stent system. There was no damage to the 2.5x23 stent that remained implanted in the mid segment of the vessel. A new 3.5x18 xience xpedition stent was deployed at the proximal segment of the lad to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The 3.5 x 18 mm rx xience xpedition referenced is being filed under a separate manufacturer report number. Concomitant products: guide wire: balance middleweight universal ii; guide catheter: axess 6fr jl3.5; stent: 3.5x18 xience xpedition. (B)(4) - distal to stent. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency; therefore, no corrective action is required. Product performance engineering will monitor the incident circumstances. Additionally, it should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states: treating more than one lesion in the same coronary artery with these stents, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. It is likely that the reported IFU deviation directly caused or contributed to the reported complaint.